Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fiber-like particle was observed in the cassette of an apd system yume low fill mode u.v. Set. This was noted before use. There was no patient involvement. No additional information is available.